Event description:
It was reported that the unknown ¿j loop¿ set was leaking between the male luer and the tubing. The leak was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by priming the set and allowing it to flow; during testing, a leak was identified between the male luer inlet and tubing. Microscopic inspection revealed that the solvent bond had partially separated, causing a leak channel between the inlet port and the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.